Event description:
The customer was hopitalized for dka. It was indicated that the customer changed the set to solve high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the high-pressure test was not performed due to the lack of clamp. Instructed the customers to call back to complete the high-pressure test when the clamp arrives.